Event description:
Reporter has used device for a couple years and follows package instructions. Reporter used the product in 2003 and awakened the next day with a row of blisters and welts on the small of their back. There is no warning that burns and/or welts can occur. Every place there is one of the heat cells match a blister or welt. Reporter has noticed that after 8-10 hours the wrap is still hot enough to start a fire if it is placed in the garbage. Reporter still has the package. It hurts to sit or lie down. Wearing clothes is a problem with the blister because they are at pant waist line. Daily wound care of washing, cortisone cream and antibiotic creams.